Event description:
On (B)(6) 2011, patient reported all buttons on the infusion device were unresponsive. The display of the infusion device showed the current basal rate, and patient pressed the buttons multiple times with no response. All buttons were "flat" and produced an audible noise when pressed. Infusion device was not dropped. Patient inserted a new battery, and an e8 power interrupt error occurred. All buttons were still unresponsive. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.